Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (haemorrhage).

Event description:
During index procedure, the patient had two endeavor sprint drug-eluting stents implanted, one in the lad and one in the cx. It is reported that approximately 37 months post index procedure the patient suffered a gi bleed. The patient had a blood transfusion, an endoscopy and esophagogastroduodenoscopy. The investigator has assessed that the event was not related to the device. It is reported that the patient recovered with treatment.

Event description:
The patient's dual antiplatelet therapy was discontinued following the previously reported gi bleed.